Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a pancreatic cyst incision on (B)(6) 2017 and suture was used. Post operatively, the suture broke on (B)(6) 2017. No further information is available.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
During the visual inspection of the actual sample, it was observed that the suture pieces was adhered to the bag, due to that the samples are an absorbable suture and the degradation process already begun. Due to condition of the sample returned, the evaluation cannot be performed to determine the assignable cause of performance - breakage suture post-op. During the visual inspection of unopened representative samples no defects were observed on the packets. According the representative samples condition, no defects or suture breakage was found and the tested samples met the fg requirements.